Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found. Full lead returned and analyzed. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, there was high impedance ((B) (4)). It was also reported that there was positioning/fixing difficulties with lead ((B) (4)). The leads were not implanted. No patient complications were reported as a result of this event.